Event description:
Reported as "slippage about 4 months ago, pt's previous physician deflated the band but did not remove it at that the time. When the pt was seen by another physician, tests were ran results shown left anterlateral slip 40% of stomach was above the band. The lap band was removed and not replaced."